Manufacturer narrative:
(B)(6). The philip's service engineer (se) inspected the device. The se found the oxygen pressure monitoring into maintenance mode shows that the pressure was slightly higher than the requirements of the machine. The se adjusted the air supply pressure so that the alarm is released and the ventilator was returned to use.

Event description:
It was reported that the ventilator oxygen supply pressure was too high. There was no patient involvement. The event date was not specified; estimate used.